Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient to model a stent graft system for the treatment of a 7.8 cm in diameter abdominal aortic aneurysm. It was reported that the patient went in to an outpatient clinic with signs of wound infection of the right groin. A debridement was performed with pus evacuation. Antibiotic therapy was started. Local wound treatment was orga. The investigator indicated that this event was related to the procedure but not related to the device and was considered to be one of the common complications after a groin incision. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.